Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ECG lead function for the device would intermittently stop working. It was noted by the customer that they had already replaced the trunk cable and leads set in an attempt to troubleshoot the issue but the failure remained. There was no patient involvement.